Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The failure was unable to be confirmed. Therefore, the cause could not be determined. Additional information regarding this event could not be obtained. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of device not supplying air was not confirmed. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The distributor reported to olympus on behalf of the customer, the high flow insufflation unit cannot supply air. Carbon dioxide cannot be drained from the cylinder. There were no reports of patient or user harm.